Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Reported event of lopsided/stretched helix was confirmed. Visual inspection noted helix was not within specification. The damaged helix is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no problem.

Event description:
During an initial implant of a ventricular leadless pacemaker (vlp) on (B)(6) 2026, it was noted that the helix became stretched. The vlp was not used and a new vlp was successfully implanted. The patient was stable throughout the procedure.